Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software that reportedly powered down without any alarms. Prior to the unintended shutdown, the pump displayed the n250 error, door was open while pumping. During testing they was unable to replicate the unintended shutdown, and issues were noted with the alarm or device logs from the pumps being properly saved and stored in the mednet server. However, while printing out the logs from the dates of incidents. Many errors were missing in the mednet logs that were showing on the logs from the pump directly. This event occurred during continuous infusion of epinephrine with one pump failing after the other in a patient with profound septic shock. There was a short pause in the administration of the continuous epinephrine infusion, which was identified by nursing staff within minutes of the issue. The patient's blood pressure then dropped below the critical low range again when pump 1 and 2 was stopped. The patient was administered bolus doses of phenylephrine to support blood pressure while a replacement infusion pump was being obtained. The pump was running norepinephrine for critically low blood pressure. Epinephrine 1 mg in 250 ml of 0.9% nacl (4 mcg per ml) had been infused at 10 mcg per min (2.5 ml per min, 150 ml per hr). The manufacturer of the drug was erfa and din was (B)(4). The outcome of the event was patient deceased but the complainant reported that the death was not a result of the infusion pump issues. No other information is available at this time. The date of the patient's death is unknown; however it occurred on or after (B)(6) 2025.

Manufacturer narrative:
Conclusion: engineering cannot confirm the customer¿s claim of an abnormal shutdown without any alarms or an [n250 door opened while pumping] alarm during the date of the incident however, the logs do show the pump raising several n250 alarms dating back to (B)(6). The logs show the pump was on ac main on (B)(6) and the user powered off the device using the [on_off] hardkey button. Engineering concludes the pump is working properly as designed in alarming the clinician of a n102 alarm and delivering within the design tolerance. Based on the available evidence, engineering concludes that the pump performed as designed, with no indication of malfunction during the reported event. The discrepancy between the customer¿s account and the log data suggests a possible misinterpretation of events or incomplete visibility from the eal report, which does not capture full system activity like the detailed diagnostic logs. Components showing physical wear or damage¿including the fluid shield, cassette door assembly, lever cover, lever arm, rear case, and ac line power cord¿will be replaced. This action addresses the root cause of previously observed intermittent n250 alarms and ensures continued reliable operation of the device.